Event description:
Qv otc customer's (B)(6) year old child drank reagent solution; customer was asking what to do-- tss stated that the solution should not be consumed and advised customer immediately contact hcp.

Manufacturer narrative:
Subject: qv otc customer's (B)(6) year old child drank reagent solution; customer was asking what to do-- tss stated that the solution should not be consumed and advised customer immediately contact hcp. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.